Manufacturer narrative:
Additional narrative: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified veterinary surgical procedure, it was observed that the small battery drive device stopped working. It was reported that the device was working for approximately 15 minutes before it stopped. It was reported that there was a 15 minute delay in the procedure due to the event, and an unspecified spare device was available for use. It was reported that the procedure was successfully completed. There was no human patient involvement this was a veterinary procedure. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device stopped working was confirmed. An assessment was performed and it was observed that the device was not working and the triggers were sticking. It was further observed that the electric motor was damaged, would not rotate, and was corroded, the components of the trigger were worn, the coupling head locking mechanism was damaged, and the bearings and seals were worn. The assignable root cause of these conditions was determined to be due to component wear from normal use and servicing over time, and component damage from improper care/immersion, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.